Event description:
It was reported that the rate that the external pulse generator (epg) was set to a day prior to a procedure changed to a lower rate unexpectedly. It was also noted that the new battery entered during preparation the day prior was noted to be running out. Insertion of a new battery resolved the issue and the epg could be used without further issue. The epg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.